Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and urinary tract disorder ("bladder/urinary problems: urinary probs"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia and urinary tract disorder had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event physical pain updated to pelvic pain . Events; migration, pain: abdominal, dysmenorrhea (cramping), back, bleeding: menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, psych injury,bladder/urinary problems: urinary problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ migration of essure device location of device: myometrium') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included myalgia, myositis, arthralgia, ovarian cyst, uterine dilation and curettage, tubal ligation, ovarian cyst ruptured, uterine bleeding, asc-us, cervical intraepithelial neoplasia iii, menstrual disorder, uterine prolapse, dysplasia, cervicitis and menometrorrhagia. Concomitant products included atenolol for hypertension as well as medroxyprogesterone acetate (depo provera) and norethisterone acetate (aygestin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: myometrium"), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract disorder ("bladder/urinary problems: urinary probs"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy, salping. (Bilateral), left oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, dysmenorrhoea, depression, vaginal haemorrhage, anxiety, dyspareunia, fatigue, migraine, device expulsion and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the right tubal ostia three coils were seen and essure device showing eight coils in left. Patient received treatment for: pain, bleeding, migration and bladder5/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal bleeding, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- event bladder infection, urinary tract infection, vaginal infection, vaginal discharge added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ migration of essure device location of device: myometrium') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included myalgia, myositis, arthralgia, ovarian cyst, uterine dilation and curettage, tubal ligation, ovarian cyst ruptured, uterine bleeding, asc-us, cervical intraepithelial neoplasia iii, menstrual disorder, uterine prolapse, dysplasia, cervicitis and menometrorrhagia. Concomitant products included atenolol for hypertension as well as medroxyprogesterone acetate (depo provera) and norethisterone acetate (aygestin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: myometrium"), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract disorder ("bladder/urinary problems: urinary probs"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy, salping. (Bilateral), left oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, dysmenorrhoea, depression, vaginal haemorrhage, anxiety, dyspareunia, fatigue, migraine, device expulsion and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the right tubal ostia three coils were seen and essure device showing eight coils in left. Patient received treatment for: pain, bleeding, migration and bladder5/urinary prob diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ migration of essure device location of device: myometrium') and genital haemorrhage ('gen. Abnormal bleed') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included myalgia, myositis, arthralgia, ovarian cyst, uterine dilation and curettage, tubal ligation, ovarian cyst ruptured, uterine bleeding, asc-us, cervical intraepithelial neoplasia iii, menstrual disorder nos, uterine prolapse, dysplasia, cervicitis and menometrorrhagia. Concomitant products included atenolol for hypertension as well as medroxyprogesterone acetate (depo provera) and norethisterone acetate (aygestin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)/ dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: myometrium"), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and urinary tract disorder ("bladder/urinary problems: urinary probs"). The patient was treated with surgery (total hysterectomy, salping. (Bilateral), left oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, dysmenorrhoea, depression, vaginal haemorrhage, anxiety, dyspareunia, fatigue, migraine, device expulsion and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, menorrhagia and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the right tubal ostia three coils were seen and essure device showing eight coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal bleeding, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), mental anguish, dyspareunia (painful sexual intercourse), fatigue, migraines / headaches and weight gain. Event migration was updated to migration of essure device location of device: myometrium. Medical history, concurrent condition and concomitant medication were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.